Manufacturer narrative:
Correction: methods and results codes inadvertently not included with original submission. No evaluation reason provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery. It was reported that site was having issues verifying their straight suction. When tilted, the instrument tracker came into the field of view and was able to be verified. Delay to procedure was less than an hour without patient impact. Additional information received on (B)(6) 2018, from the manufacturing representative, reported the site had figured out the solution prior to the call, within 15 minutes. They clarified that the emitter field, with the flat panel, is not big enough, so when they verify the straight suction, the tracker on the straight suction is out of the emitter field.